Event description:
Customer reported his insulin pump alarmed low battery. After he changed the battery, the device would not turn back on. Customer's blood glucose is 153 mg/dl. Customer stated there is a crack at the bottom of the device by the medtronic logo. The damage happened about a year ago, when the device slipped out of customer's hand and landed on tile. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump passed the displacement, operating currents, self test and off no power test. No unexpected low battery alarms were noted. No blank display anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and a cracked end cap.